Manufacturer narrative:
The lot number and expiration date of the alt reagent were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with alanine aminotransferase (alt) on a cobas pure c 303 analytical unit. No units of measure were provided. The customer stated that patient samples will recover alt values of < 5 or they will initially result with a value between 6 and 30 accompanied by an absorbance flag, then repeat with the same value or a value < 5. An example of data was provided for one patient sample. This sample initially resulted in an alt value of 21, then repeated with values of < 5, 11, and 10.

Manufacturer narrative:
The field service engineer replaced the cells and lamp. The incubation bath and system water container were cleaned. The system water pressure was checked and the gear pump pressure was adjusted. The customer ran controls and these passed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved by the service actions.